Manufacturer narrative:
Reported event of stent positioning problem. Reported event of stent wires unraveled. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that an ultraflex tracheobronchial distal release stent was to be used in the lungs to treat a tight stricture during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the stent but the stent was implanted in an incorrect location. The physician attempted to reposition the stent. The stent was removed using forceps, the end of the stent was noted to be unraveled and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a deployed ultraflex tracheobronchial stent was received for analysis. Visual examination of the returned device found the retention suture at the proximal end of the stent was missing and the wire glue was intact. In addition, multiple wires were broken and the stent was unraveled from the end of the stent to the stent cover. On the distal end of the stent the retention suture was intact and one outer loop of the stent was broken. The cover length and outer diameter were within specifications. No other issues were identified during the product analysis. The damages noted with the device were consistent with the application of excessive force during repositioning and removing the stent with forceps. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 8, 2017 that an ultraflex tracheobronchial distal release stent was to be used in the lungs to treat a tight stricture during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the stent but the stent was implanted in an incorrect location. The physician attempted to reposition the stent. The stent was removed using forceps, the end of the stent was noted to be unraveled and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.